Event description:
It was reported that during implant, the right atrial (ra) lead was repositioned several times and the helix became sluggish. The ra lead was removed and a second ra lead was attempted. The second ra lead had no acceptable thresholds when attempted, so was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and the guide tooth was damaged. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent and the lead appeared damaged at implant. The analyst commented that the lead was received with the guide tooth slightly damaged which may have contributed to the reason for return. However, the helix tests within specification.